Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient received a notification on her phone indicating a ¿signal loss¿ from her cgm, with instructions to wait 30 minutes. The patient was unable to determine when the signal loss initially began and reported that it may have started prior to 9:00 am. During this time, the patient did not take any corrective action, including performing a fingerstick blood glucose (bg) test, and waited for the signal to return. While awaiting restoration of the signal, the patient began experiencing chest pain associated with hyperglycemia, as well as throat tightness related to her gastroparesis. Due to these symptoms, the patient presented to the emergency room. Upon arrival, a bg reading was obtained by nursing staff and measured at 370 mg/dl; cgm values remained unavailable at that time. The patient was treated with intravenous fluids and the following IV medications: ativan, tylenol, and protonix for acid reflux. She remained in the emergency department for approximately five to six hours and was discharged. At the time of this report, the patient reported feeling well with no ongoing symptoms. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.